Manufacturer narrative:
The reported event of unable to tighten the atrial setscrew was confirmed. The device was received from the field with battery voltage near beginning of life level. As received, visual inspection of the header noticed the atrial septum and setscrew damaged by the end-user consistent with inserting the wrench tool at angles which stripped off the setscrew and damaged the septum. Additional examination found no contamination or foreign material that could contribute to the reported event. After replacing the atrial setscrew, it was inserted and removed multiple times during the analysis with normal force without anomaly. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the set screw of the pacemaker was loose and unable to hold the atrial lead in place in the device header the pacemaker was not used and replaced. The patient was in stable condition.